Event description:
Patient representative reported pain and induration in the right breast shortly after implantation along with "strong body odor, chronic mouth infections, severe gum bleeding, frequently swollen lymph nodes in jaw and neck areas, swollen face, hands, legs and feet". Rupture confirmed intraoperatively. Capsular contracture, baker grade IV, diagnosed by pathology. The device has been explanted.

Manufacturer narrative:
Device evaluation:visual analysis of the photographs identified: edema-ndr: not applicable as the event is not related to the device. Capsular contracture: unable to observe since it is a medical event and is not related to the device. Lymphadenopathy-ndr: not applicable as the event is not related to the device. Infection (unknown onset)-ndr: not applicable as the event is not related to the device. Varied injuries-ndr: not applicable as the event is not related to the device. Bleeding-ndr: not applicable as the event is not related to the device. Rupture: observed but cannot perform an assessment of the opening as no microscopic analysis can be performed. It is not possible to determine the lot number through the photos provided. It cannot be determined which device is for the left or right side per the photos provided. Additional, changed, and/or corrected data.

Event description:
Patient representative reported right side rupture and capsular contracture, baker grade unknown. The device has been explanted. The following events are not device related; ¿swollen face, hands, legs and feet¿, ¿frequently swollen lymph nodes in jaw and neck areas¿, ¿chronic mouth infections¿, ¿strong body odor¿ and ¿symptoms of breast implant illness (bii)¿.

Manufacturer narrative:
Additional, changed, and/or corrected data: h6.

Event description:
Patient representative reported right side rupture and capsular contracture, baker grade unknown. The device has been explanted. The following events are not device related; ¿swollen face, hands, legs and feet¿, ¿frequently swollen lymph nodes in jaw and neck areas¿, ¿chronic mouth infections¿, ¿strong body odor¿ and ¿symptoms of breast implant illness (bii)¿.

Manufacturer narrative:
F2203. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. Reason for reoperation: rupture, edema-ndr, lymphadenopathy-ndr, infection (unknown onset)-ndr, bleeding-ndr, varied injuries-ndr and capsular contracture, baker grade unknown.

Event description:
Patient representative reported rupture and capsular contracture, baker grade unknown. The device has been explanted. This relates to the right side.